Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was not able to replicate or confirm the complaint. The pump history was also reviewed where it was found that the pump was set to "mute when done" in the user settings. The pump history also indicates that the pump infused correctly and then alarmed when it was complete. Based on the pump history and the pump evaluation, mmdg cannot confirm that the complaint occurred as reported.

Event description:
The initial reporter stated that the pump "said that it delivered, but the bag was still full" and that it didn't alarm for that feeding. Mmdg made multiple attempts to obtain additional information about the complaint, but no other information was made available. [(B)(4)].